Manufacturer narrative:
H3/h6: the handswitch, lot number: 458337 rev. F, was returned for analysis. When actuated, the 3d button would not acquire an image and store button was intermittent. The 2d button was functioning as expected when pressed. There was a faulty hand switch. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000194, serial/lot: unknown h3, h6) no parts have returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system would stop halfway while taking a spin. When it stopped, the blue light was still flashing indicating the spin was still in the process but the spin had stopped. This happened twice and a hard reboot of the system resolved the complaint. It was unknown if any errors displayed when the spin stopped. There was no known impact to patient's outcome and surgical delay was not provided.

Manufacturer narrative:
Additional information added to b5. Additional annex f code added to h6. H3, h6: the system was serviced in the field and the hand switch was replaced. B01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The type of procedure was a multilevel spinal fusion. There was a 20 minute delay to the procedure. There was no impact on patient outcome, the procedure was successful.